Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced infusion set issue on (B)(6) 2026.the adhesive patch was not adhering and the cause was unknown. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.